Event description:
It was reported that the patient contacted patient support and regarding his inflatable penile prosthesis (ipp). He stated the his ipp did not activate properly and is not working properly. This patient was later seen by his physician, and the physician was unable to use troubleshooting steps to successfully activate the pump. A future revision is planned.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported activation issue cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient contacted patient support and regarding his inflatable penile prosthesis (ipp). He stated the his ipp did not activate properly and is not working properly. This patient was later seen by his physician, and the physician was unable to use troubleshooting steps to successfully activate the pump. A surgical procedure was later performed wherein the device was removed and a new tactra malleable prosthesis was implanted. No patient complications were reported. It was further reported that the patient had soreness at the reservoir location.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported activation issue cannot be established as the product is not available for analysis. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient contacted patient support and regarding his inflatable penile prosthesis (ipp). He stated the his ipp did not activate properly and is not working properly. This patient was later seen by his physician, and the physician was unable to use troubleshooting steps to successfully activate the pump. A surgical procedure was later performed wherein the device was removed and a new tactra malleable prosthesis was implanted. No patient complications were reported.